Manufacturer narrative:
Philips has investigated this complaint. The customer performed restart which resolved the reported issue. As log files from the date of occurrence were not available, further analysis could not be performed to determine the cause of the issue. A field service engineer (fse) inspected the system on-site and performed system testing which did not identify any issues, and the errors could not be reproduced, therefore a cause could not be determined. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when booting up for the first time, the monitor did not display anything. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.